Manufacturer narrative:
Eval result: metal tab. By using the removable IV poles for steer, the tabs to hold the IV poles on the stretcher, were broken off.

Event description:
It was reported by service report that the stretcher had tabs on the litter at the head end for a removable IV pole. The tabs have been torn off the stretcher leaving sharp metal edges exposed and there was a broken weld inches away from the tabs where the head end frame and the side frame connect. It is unk if there was pt involvement; however, no adverse consequences were reported.